Manufacturer narrative:
The pump passed the displacement test. The pump alarmed pump error 63 during the self test and confirmed in the pump history due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump alarmed hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the pump. Customer stated that timing of pump error was a self test. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.